Event description:
A caller reported that there was damage to the pump housing and usb port, which affected the ability to charge the pump and caused the pump to shut down. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump with updated software to be sent to them. The caller was also instructed to allow the pump's battery to fully deplete before returning it, and to send the problematic pump back to tandem using a pre-paid label within 10 days.